Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. When customer pressed the button to retract the puncture needle, it did not work.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 4193406. Additionally, 4 photos were provided. A visual inspection was performed on the physical sample provided and discovered that there was media present, indicating use. Your report that the needle would not fully retract was confirmed and the cause appeared to be manufacturing related. Deformation on the needle hub appeared to prevent the needle from fully retracting into the shield (barrel/grip). The damage likely occurred during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.